Manufacturer narrative:
Correction information: h6: coding, changed based on the investigation result. Evaluation summary: the scope was returned, to pentax canada inc in april .and testing was completed. Some components need replacement. Replace the insert flexible tube. Replace ud&rl pulley assy. Angle wire exchange & adjustment collar. Replace the bending rubber. Replace distal end assembly with tube, new type. Clean ccd with pcb. Clean objective lens unit. After cleaning: the cloudy image (blurry), due to dirt on the objective lens. And warming up for 30 minutes. The image is clear and good. Based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the visibility became unclear due to the difficulty in removing the mucus adhering to the surface of the objective lens during the endoscopy. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 01-nov-2017 under normal conditions. Passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 07-nov-2017. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved - no known adverse event. Customer reported blurry image on screen during colonoscopy. Unable to clear lens with the windshield wiper. The surgeon then cannot effectively assess the colon for the remainder of the procedure. Note: pentax canada received notification of this incident at (B)(6) hospital through health canada's cmdsnet program. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.